Event description:
It was reported that the patient experienced presyncope and was presented to the clinic for follow-up. The pulse generator exhibited backup vvi operation with no pacing support observed. The device was explanted and replaced due to normal elective replacement indicator on (B)(6) 2014.

Manufacturer narrative:
Analysis confirmed normal battery depletion.